Event description:
Caller reported that the t:slim x2 pump battery failed to charge despite using the correct tandem charging cable and wall adapter, and the pump history showed a power source alert 07 when the issue began. There was no adverse impact to the customer's blood glucose level. The customer tried various solutions, including using a different wall adapter, but the issue persisted. Tandem technical support decided to send replacement charging supplies via two-day shipping and advised the customer to use an alternate insulin therapy method if the pump battery depletes before receiving the replacement.